Manufacturer narrative:
This report is submitted on september 19, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to other medical reasons. The patient was reimplanted with another cochlear device on the contralateral side during the same surgery.